Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown, and "device malposition". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported "device malposition", crease/folding of implant, and lymphadenopathy. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, creases fold and white particles. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing. No issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown. Healthcare professional additionally reported "device malposition", crease/folding of implant, and lymphadenopathy. Device has been explanted.